Manufacturer narrative:
The device is still in the process of being evaluated. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the main batteries. To correct this condition, the main batteries were replaced. If any additional information is received, a follow-up MDR will be sent.

Event description:
During baxter device evaluation by baxter the main battery on a colleague cx volumetric infusion pump, was replaced. This condition has the potential to interrupt delivery. There was no patient involvement, injury or medical intervention related to this event. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available.